Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is not displayed due to failure of the charged coupled device (ccd). The cause of occurrence of failure of the charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the inspection for use, the hd autoclavable camera head image does not appear. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was confirmed. The device evaluation found the camera cable was buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name -(B)(6) medical center, (B)(6) medicine.